Manufacturer narrative:
Eval result: headrest.

Event description:
It was reported in a service report that during inspection of the device, the locking system of the headrest could not be locked in place. No pt involvement or adverse consequences were reported.